Event description:
It was reported that the patient presented for follow up with episodes of inappropriate automatic mode switch (ams) caused by atrial over-sensing exhibited by the implantable cardioverter defibrillator (ICD). The were no reported patient symptoms.

Event description:
New information received notes that programming interventions were made. There were no reported patient symptoms.

Manufacturer narrative:
Additional information: b5 and h6.